Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse checked the error log and found error m-12-6 and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis, erbe error m-12-6 could not be reproduced. The unit did energize and cauterize, did recognize all instruments ports. On error log it has m-12 errors. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, an error m-12-6 occurred on the erbe. Intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to check if the switch was pressed during power on, but the issue persisted after the customer checked. The isi tse guided the customer to check the backup pedal in the vision side cart drawer. The customer stated that the erbe was replaced with a forcetriad generator to continue the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a forcetriad generator. There was no injury to the patient.